Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A nanocross pta balloon was being used for treatment of a 60mm calcified lesion with 100% stenosis in the mid right superficial femoral artery. The artery was 6mm in diameter with severe calcification and minimal tortuosity. Chronic total occlusion sub-intimal. A 7fr non medtronic sheath with a 0.014" non medtronic guidewire were used. The IFU was followed. The vessel was pre-dilated. The device did not pass through a previously deployed stent. Severe resistance was encountered during advancement of the device. Excessive force was not used. It is not known how the balloon was inflated, 50/50 contrast inflation fluid was used. It was reported at the target lesion the balloon tip broke off in the vessel, the detached component was not removed it was tacked to the vessel wall. The device was safely removed from the patient. The procedure was aborted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned loaded on a 0.014" mandrel. Approximately 55 mm of the detached balloon was returned with the proximal markerband missing and the distal end of the balloon detached and not returned. The distal end of the inner is stretched and the distal markerband is missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.